Event description:
The clinician reported that 3.5 months after the dental implant was placed in ada site 12 in the patient's mouth, the implant did not achieve osseointegration in type ii bone. The clinician reported the patient's pain and infection while removing the cover screw. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.